Manufacturer narrative:
H10: manufacturing review: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm glidepath catheter and one tunneler was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a break was noted on connecter of tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. H10: d4 (expiry date: 07/2020); h4 h11: h2, h3, h6 (results, conclusion), h7 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a tunneler allegedly broke during dialysis catheter placement. Patient status is unknown.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 07/2020).

Event description:
It was reported that a tunneler allegedly broke during dialysis catheter placement. Patient status is unknown.